Event description:
The pump was returned for investigation. Investigation revealed an intact battery compartment and contamination under the button contacts. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, there was no visible crack along the battery compartment as stated in the complaint. On investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the up arrow button had intermittent response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.